Event description:
It was reported that the procedure was a labral repair/bicep tenodesis. To start the case the surgeon fixed the anterior part of the labrum, opened up and drilled a 7.5 drill hole. From there, he used this anchor to complete the tenodesis portion. The first screw cracked from distal to proximal as it didn't allow the driver shaft to fully engage the screw. Surgeon requested a second anchor from the same lot, the exact same thing happened on the second anchor (no prior complication of anchor insertion with the pushlocks for labral repair). The surgeon then used suture to incorporate the biceps into the deltoid to finish the surgery. All broken pieces were fully retrieved and discarded by facility. Bone quality ok. Follow-up investigation: surgeon started intra-articularly with a labral repair, then cut the biceps. From there he opened and dissected down to the bicipital groove. From there he drilled a 7 1/2 pilot headed reamer to a depth of 20 mm. When positioned and measured, tendon was adequate to implant size and he plunged the tendon into the hole, held the thumb pad and began to deliver the swivel lock. The first anchor engaged bone then stopped because of the crack. The second anchor didn't engage the bone at all, just spun. He sutured the tendon to deltoid to complete the case.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device involved in the event was not returned for evaluation, therefore complaint cannot be confirmed. Three new/unused samples from the same lot number were returned. The evaluation of the three returned samples (screws) revealed no anomalies, no voids, cracks, flash, or embedded particulate were noticed. Complainant's event is most likely caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation prior to insertion, and/or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.